Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, was unable to recover the pocket. The customer stated that this malfunction caused a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 b5 (describe event or problem). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket was unrecoverable and required maintenance. A field service engineer tested drawer 1 in the hardware test application (hta) and found that row c cubies were not being detected. Shut down the station, reseated all cables in drawer 1, and restarted the station. Retested the drawer in the hta, and all pockets passed. After restarting the application, the customer successfully recovered the drawer and inventoried the medication. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.